Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 434 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump was not delivering insulin. It was unknown that auto mode feature was active or not at the time of event.¿ customer performed high pressure test and test was passed. The insulin pump will not be returned for analysis.